Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini pocket would not open. A field service engineer opened the back panel and pressed the release lever to freely open the mini pockets. The field service engineer used a flathead screwdriver to pull out a mini pocket and noticed that a medication, loosely wrapped in a zip-lock baggie, had caused the plastic to jam and prevent the pocket from opening. The customer was advised to wrap the baggie more securely so it would sit flusher in the mini pocket. The customer was able to recover the failed storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es device had multiple failures, mini trays were unable to be fixed. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.